Event description:
Boston scientific received information that during follow-up it was discovered that the right ventricular (rv) lead dislodged. The lead was repositioned and remains in use. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.